Event description:
The customer reported that the image went black. This resulted in a recoverable loss of functionality. System functionality was restored with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.